Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact on the customer's blood glucose level. The customer was assisted in loading a new cartridge, but the issue persisted. Technical support decided to replace the pump, and the customer will use an alternate form of insulin therapy, specifically multiple daily injections (mdi), until the replacement arrives.